Manufacturer narrative:
Operator of device and initial reporter occupation are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a bad touch pad, was starting to crack, and the battery was bad. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, but there were deep scratches across the bottom keypad buttons and a sticker placed over the keypad screen. Error code was not found in the ehl (event history log). The customer reported problem was confirmed during the investigation, the keypad had deep scratches across the bottom buttons and the battery was below specification. Root cause of the reported event is due to customer damage to the keypad and normal wear of continuous use of the four-year-old battery. The keypad and battery were replaced, performed the power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: updated.